Manufacturer narrative:
Additional information was received that the patient had two implanted ipg¿s and wanted a newer system. The patient underwent a revision procedure wherein one of the ipg¿s was replaced. It was also reported that the physician moved the leads up one or two contacts to accommodate for any lead migration. The physician did not suspect device malfunction. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.